Manufacturer narrative:
Section a4 and a6: unknown, information was requested but not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4619- temporary impairment hm-halo vision- surgical intervention required : halo vision - (requiring surgical or medical intervention) and hm-visual disturbance- dysphotopsia- requiring surgical intervention : dysphotopsia - (requiring surgical or medical intervention). Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of a preloaded multifocal intraocular lens (iol), model dxw150, in the patient¿s left eye, the patient experienced decreased contrast sensitivity and intolerable postoperative glare. As a result, the lens was explanted during a secondary surgical procedure and replaced with a preloaded monofocal intraocular lens (model dcb0000215). The patient experienced temporary visual impairment and reported difficulty driving at night. Best-corrected visual acuity was reported as 20/20 both preoperatively and postoperatively. At one week following lens replacement, uncorrected visual acuity was reported as 20/30. There were no incision enlargements, vitrectomy, sutures, procedural delays, or medications required outside the standard of care. The directions for use were reported to have been followed. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: march 18, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut into three pieces. The lens was cleaned and inspected; no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dxw model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.